Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered. A 3.50 x 16 synergy drug-elutig stent was advanced for treatment. However, during deployment, the balloon would not dislodge from the stent struts. The doctor had to remove the entire system. There were no patient complications reported.